Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator displayed tidal volume 0 with desaturation. The patient was stabilized using ambu and was reconnected to the ventilator and although it changed all the modes, the equipment continued to present tidal volume 0 and the patient was desaturated again. The patient was removed from the ventilator and placed on an alternate ventilator, stabilizing the patient. The covidien service engineer (se) inspected the device and was not able to duplicate the reported event. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.